Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - battery: battery / (B)(4) / model #: 1650de / expiration date: asku UDI #: asku device available for evaluation: no. Device manufacture date: mfg date: asku. Labeled for single use?: no. (B)(4). Heartware ventricular assist system - battery: battery / (B)(4) / model #: 1650de / expiration date: asku. UDI #: asku. Device available for evaluation?: no. Device manufacture date: mfg date: asku. Labeled for single use?: no. (B)(4). Heartware ventricular assist system - battery: battery / (B)(4) / model #: 1650de / expiration date: asku. UDI #: asku. Device available for evaluation?: no. Device manufacture date: mfg date: asku. Labeled for single use?: no. (B)(4). Heartware ventricular assist system - battery: battery / (B)(4) / model #: 1650de / expiration date: asku. UDI #: asku. Device available for evaluation?: no. Device manufacture date?: mfg date: asku. Labeled for single use?: no. (B)(4). Heartware ventricular assist system - battery: battery / (B)(4) / model #: 1650de / expiration date: asku. UDI #: asku. Device available for evaluation?: no. Device manufacture date?: mfg date: asku. Labeled for single use?: no. (B)(4). Heartware ventricular assist system - battery: battery / (B)(4) / model #: 1650de / expiration date: asku. UDI #: asku. Device available for evaluation?: no. Device manufacture date:: mfg date: asku. Labeled fro single use?: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller was power switching before the batteries had depleted to less than twenty-five percent (25%) charge capacity. The controller and associated batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: six (6) batteries ((B)(4)) were returned for evaluation. The controller (B)(4) was not available for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that (B)(4) passed visual examination and functional testing. Batteries (B)(4) passed visual inspection. Functional testing revealed that (B)(4) the devices were received in a sealed state. Test equipment was unable to read the batteries¿ status. A master reset was able to reestablish communication with test equipment. This is an additional finding not related to the reported event and likely due to a communication error between the controller and batteries. The sealed state does not impact the normal operation of the batteries; the batteries were able to charge and provide power to a controller. Functional testing of (B)(4) revealed that the battery with an incorrect capacity. This is an additional observation not related to the reported event and can be attributed to a relative state of charge estimation error due to insufficient rest time over a number of cycles and/or a faulty integrated circuit. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed premature power switching events that were due to momentary disconnections involving (B)(4) . As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and battery. An internal investigation evaluated momentary disconnections. Additional products: battery (B)(4) h6 FDA results code(s): 3213 battery (B)(4) h6 FDA results code(s): 3213. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: battery (B)(4). D10: yes, return date: 2018-02-13 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 product event summary: the returned battery passed visual inspection and functional testing. The reported complaint was confirmed. Investigation is ongoing. Battery (B)(4). D10: yes, return date: 2018-02-13 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 product event summary: the returned battery passed visual inspection and functional testing. The reported complaint was not confirmed. Investigation is ongoing. Battery (B)(4). D10: yes, return date: 2018-02-13 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 120 h6 FDA conclusion code(s): 4307 product event summary: the returned battery passed visual inspection and failed functional testing. The reported complaint was not confirmed. Investigation is ongoing. Battery (B)(4). D10: yes, return date: 2018-02-13 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 120 h6 FDA conclusion code(s): 4307 product event summary: the returned battery passed visual inspection and failed functional testing. The reported complaint was not confirmed. Investigation is ongoing. Battery b(B)(4). D10: yes, return date: 2018-02-13 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 product event summary: the returned battery passed visual inspection and functional testing. The reported complaint was not confirmed. Investigation is ongoing. Battery (B)(4). D10: yes, return date: 2018-02-13 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 104 h6 FDA conclusion code(s): 4307 product event summary: the returned battery passed visual inspection and failed functional testing. The reported complaint was not confirmed. Investigation is ongoing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.